Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. The reporter stated that the top of the battery cap was worn, the battery compartment threads were stripped, and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump's data showed an unexplained pump reboot event occurred on 07/27/2015. The pump was run on a 24 hour basal program with no intermittent power occurrences. Unrelated to the initial allegation, the keypad was torn up at the base, but all buttons were responsive. Contamination was found on the keypad button contacts. The audio bolus button cover was torn but still responsive. The display screen was dim and discolored.